Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: underweight, broken shell, red particles in shell, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; stress marks assessed as non penetrating nicks, a curved sharp opening on radius side in the same location of crease assessed as fold flaw opening, two punctured on anterior side assessed as surgical damage like, broken shell with striated edge on posterior and anterior side assessed as surgical damage, broken shell with smooth edge on radius side assessed as smooth opening. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. Two punctured assessed as surgical damage like. Broken shell with striated edge assessed as surgical damage. Broken shell with smooth edge assessed as smooth opening. Missing shell that is assessed as inconclusive the event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and capsular contracture, baker grade iii.